Event description:
A male underwent initial aaa repair in 2006. One main body graft and two iliac leg grafts were placed. The patient had a diseased common iliac artery and over time the aneurysm kept growing distally and developed a small type I endoleak. In 2008, the patient underwent add'l procedure to extend the landing zone. Another iliac leg graft was placed.

Manufacturer narrative:
Evaluation: no product was returned to assist in our investigation. An internal clinical review indicated that the event was the result of patient anatomy and anatomical changes over time.